Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The lvad remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump off and driveline disconnected alarms occurred while the patient was asleep and the lvad system was connected to ac power. The patient's spouse immediately switched the system to battery power and no further alarms occurred. The patient was asymptomatic. Log file analysis completed by the manufacturer's technical services representative confirmed two pump stoppages events on (B)(6) 2017 at 0130 and 0137 am. The pump returned to the set speed and normal operation after the change to battery power. X-ray images did not reveal any obvious areas of concern on the driveline. On (B)(6) 2017, the manufacturer's technical services representative performed a driveline evaluation. The external portion of the driveline from the distal end to the exit site was palpated while the lvad system was on grounded power module support and the alarms were not reproduced. However, pump off alarms were reproduced when the patient changed positions / leaned back. A potential driveline issue internal to the patient was suspected. An ungrounded patient cable was provided to the patient for use with the power module. No additional information was provided.

Manufacturer narrative:
The reported pump stoppages were confirmed through the evaluation of the submitted system controller log file. Driveline damage was suspected; however, the suspected driveline could not be confirmed. An ungrounded patient cable was provided to the patient for use with the power module. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.